Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic unknown procedure, the tear drop-shaped clips were formed from the first firing. It was found that a piece of metal came off from the tip of the jaws. The pieces were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p93h0k. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and tip of the advancer inside a plastic bag. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble, the tip of the advancer was confirmed to be broken. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.